Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "the quadrox-I was being used on an ecls patient and started leaking around the red removable valve on the arterial side. The perfusionist thinks it may have been cracked". (B)(4).

Manufacturer narrative:
(B)(4). The product and the red plug were returned and investigated in the laboratory of the manufacturer. The oxygenator was cleaned with natriumhypochlorit. A tightness test was performed, hereby a leakage caused by a small pinhole at the end of the sealing plug was confirmed. Following additional information could be obtained out of a similar complaint: the issue was referred to the responsible lce engineer and quality assurance engineer and it was stated that the issue was caused by the injection molding not being fully effective. He stated that this is a supplier issue (the supplier is gira), related to a de-airing problem of the injection molding tool. That means that during the injection molding process, the air cannot completely escape out of the cavity and it is possible for a section to remain where not enough plastic runs in, hence the formation of the pin hole. The customer's reported issue was confirmed and the issue is related to a problem with the injection molding tool at the supplier. As corrective action, a non-conformance, (B)(4), and a supplier corrective action, (B)(4), were initiated to address the issue. Note that due to the nature of the problem (a pin in the sealing cap) can only lead to a very small leak (drop-by drop over an extended period), therefore poses very little additional risk to the patient even if it occurs during patient treatment.

Event description:
(B)(4).